Manufacturer narrative:
Additional devices listed in this report: cat # 5515-f-402, lot # dvnh, description: triathlon ps fem component, cemented. Cat # 5521-b-400, lot # brls, description: tri ts baseplate size 4. Cat # 5560-s-115, lot # n4w01, description: triathlon cemented stem-15mm x 50mm. Cat # unknown, lot # unknown, description: patella. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices and medical records are not available due to hospital policy. If additional information is provided, it will be submitted in the supplemental report. Not returned.

Event description:
It was reported that the arthroplasty was revised due infection. The components were implanted in situ for approx 0.8 y. The tibial insert, tibial tray, tibial stem, femoral condyle and patellar components were revised. The patient presented with a ucla score of 3 three months prior to revision surgery and a maximum score of 4.

Manufacturer narrative:
An event regarding infection involving a triathlon ps x3 tibial insert was reported. The event was not confirmed. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot or sterile lot. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. Infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
It was reported that the arthroplasty was revised due infection. The components were implanted in situ for approximately 0.8 y. The tibial insert, tibial tray, tibial stem, femoral condyle and patellar components were revised. The patient presented with a (B)(6) score of 3 three months prior to revision surgery and a maximum score of 4.